Manufacturer narrative:
The device passed the displacement accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms noted during testing. The device functioned properly. The motor was tested outside the device and passed. The device was received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube lip, stained end cap sticker, scratched case, stained lcd resilient cover and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had damaged. The customer's blood glucose was unknown. The customer states that the pump had motor error, is discolored yellow, the screen is scratched and there is a crack in the top right corner of the screen. The insulin pump will not be returned for analysis.